Event description:
It was reported that coating issue occurred. A 182cm choice guidewire was advanced through the sidehole of a 6fr non-bsc introducer sheath. However, when physician pulled the wire, it was noted that the coating came off. Everything was removed as one unit. No patient complications were reported and the patient's status was okay.